Event description:
Reporter alleged the customer received a result of 132 mg/dl on the professional system compared back to back with a result of 284 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated that the customer had been given unspecified treatment intravenously after a result of 37 mg/dl was obtained on the professional system 13 minutes prior to receiving the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.